Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. The device was inspected before use with no anomalies found. Patient details and demographics are unavailable. Event happened in the middle of the procedure. Name of the procedure is unknown. There was an unspecified delay. Procedure was completed with a device of same model number, lot number is not known. It is not known if the patient needed additional anesthesia.

Manufacturer narrative:
The device is not returned. As such, an actual device evaluation is not performed. An evaluation is done based on historical records. This supplemental report is being submitted to provide this information. Physical evaluation of the device cannot be performed as the customer is not returning device. The device history record review was performed by the other equipment manufacturer (OEM) for the finished device and found no abnormalities in documentation or process. Due to the limited information provided by the customer and no device return, a root cause cannot be determined. However, the OEM has provided common causes for this failure. The balloon may have been creased or scored when it was being inserted or retrieved through the endoscope this might cause the balloon to puncture or rip when inflated. If the balloon was not deflated sufficiently before retrieval, too much force may have been applied to withdraw the catheter. This would put strain on the proximal joint and could cause leakage. In addition, all balloons are leak tested during manufacturing to ensure there is no leakage. Leaking balloons are rejected.

Manufacturer narrative:
Additional information is not yet available for this event. Device will not be returned. As such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during an unknown therapeutic procedure, the balloon was inflated and deflated prior to the balloon rupturing after inflation. All the balloon pieces were recovered. There is no reported harm to the patient.